Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an insulin safety syringe. The customer reports that she was delivering insulin to a patient with either a 50 unit insulin or 100 unit insulin syringe. The nurse had given the injection to the patient and was attempting to slide the protective shield up and over the needle to lock it off. The nurse reports that the shield would not slide and that her hand continued going forward past the shield and she was stuck with the needle. She reported the incident at that time and followed normal hospital protocol for a needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. The customer stated the product was either (B)(4) or (B)(4). The customer could not remember which she was using at the time of the incident.